Event description:
A customer contacted baxter's (B)(4) requesting a swap of a compact exchange device (cxd). The device was not working. The baxter technical service representative (tsr) initiated a swap. The cxd was to be returned to baxter for evaluation. There was no patient injury or medical intervention indicated at the time of the reported incident.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint was not confirmed in the lab due to a lack of sample. Based on available information the assignable cause for the reported issue of cxd device is not working was undetermined. A labeling review found the compact exchange device to be adequate for this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.